Event description:
It was reported that a patient who underwent a primary breast augmentation procedure with unspecified mentor smooth saline breast prostheses suffered several unexplained systemic symptoms, including bone pain, breathing issues, and unspecified breast implant illness symptoms. The root cause of the patient¿s symptoms is unclear. Additionally, it was reported that both breast prostheses may be leaking and there is possible bilateral capsular contracture (baker grade unknown.) Lastly, the patient developed breast cancer on one of her breasts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It was not specified which breast (left or right) developed the breast cancer. The breast cancer is being reported on the report for the patient¿s left breast prosthesis. If clarification is received regarding which breast developed breast cancer, a supplemental report will be submitted. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If manufacturer¿s reference number: (B)(4).